Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The unit was cleaned and condensation removed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, volume control mode of ventilation was not functional. There was no reported patient injury.